Event description:
Patient's knee became infected and the surgeon decided to swap out the poly with a fresh insert, do an irrigation and debridement.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for identification or evaluation. Insufficient medical records were received for review as medical history, progress/consultation notes, and operative reports were deemed necessary. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. Complaint history review: the complaint databases show there have been no other events for the reported sterile lot or lot ID. The exact cause of the event could not be determined.

Event description:
Patient's knee became infected and the surgeon decided to swap out the poly with a fresh insert, do an irrigation and debridement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.